Manufacturer narrative:
The insulin pump gave a blank display followed by a constant audio/beep alarm after installing a new battery. The problem is isolated to the motherboard of the device. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window and cracked case at the display window corner. (B)(4).

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 180 mg/dl. Customer advised their replacement insulin pump crashed. Customer advised they replaced the battery and infusion set. Customer advised that they have blank display and the device started squealing. Troubleshooting for the blank display was performed. Customer advised after troubleshooting the device that the blank display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.